Event description:
The patient had a single lead placed as part of a permanent trial procedure for her axium neurostimulator system. It was reported the patient experienced painful stimulation to both buttocks and posterior thigh which ceased once stimulation was turned off. The lead was subsequently explanted and a permanent axium neurostimulator system was implanted.